Event description:
It was reported the dilator hub broke off when pulling the dilator from the inserted sheath. The patient was not harmed. The sheath was removed completely and a new one was placed without further incident. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. The complaint of a separated dilator hub was confirmed through visual inspection of the photos. The customer also returned one opened sheath introducer set with multiple components, including a sheath and an 8 fr dilator, for analysis. Signs of use were observed. Visual analysis revealed that the dilator hub was completely separated from the dilator body. The separation points were rough and discolored. The condition of the separation point appears consistent to that of a stress related break. No other defects or anomalies were observed. The customer report of a hub separated from a dilator was confirmed through complaint investigation of the returned sample. The dilator was separated directly adjacent to the hub. The material at the points of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. The dilators met all relevant dimensional requirements. A CAPA was implemented 14-june-2022 to address the issue of the dilator separation. This implementation date occurred after the manufacturing date of the dilator involved with this complaint (may 2022). The CAPA investigation indicates the root cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the dilator hub broke off when pulling the dilator from the inserted sheath. The patient was not harmed. The sheath was removed completely and a new one was placed without further incident. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the dilator hub broke off when pulling the dilator from the inserted sheath. The patient was not harmed. The sheath was removed completely and a new one was placed without further incident. The patient's condition is reported as fine.